Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, result showed that allegation of undersensing could not be confirmed. Moreover, the ra lead had passed the electrical testing.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing. Hence, this ra lead was explanted. No additional adverse patient effects were reported.